Manufacturer narrative:
G4: 26feb2020. B4: 02mar2020. The customer reported that replacing the air inlet filter addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the ventilator had an error code indicating a high blower temperature. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and advised the air inlet filter were dirty and replaced the filters.